Event description:
Dexcom g6 sensor rash from the adhesive stickers. This is after the 10 days recommended for wearing. Dexcom needs to stop using whatever adhesive this is, and use something safer for patients. FDA safety report ID # (B)(4).